Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016. The physician did not have good visibility and the patient began to activity bleed. The procedure was aborted. The physician administered "tranexamic acid" intra-operatively, gave the patient a "uterine message", inserted a "foley catheter with insufflated balloon" and then administered "syntocinon". The patient was admitted into the hospital overnight for observation and discharged the following morning.